Event description:
Caller reported a recurring cgm error 42, occurring three or more times with the current pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump. Customer will continue to use current pump; will rely on alternate method if necessary.